Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The catheter was dropped into the stomach. The clip was locked. The indwelling period was 7 days.